Event description:
It was reported that the user received a ¿glucose falling quickly¿ alert on the ilet system with a cgm reading of 97 mg/dl after a prior rapid rise to approximately 271 mg/dl, and the user consumed oral glucose (smarties) to prevent further decline; no specific device malfunction or component issue was identified and the device component was not determined due to insufficient information. Symptoms included hypoglycemia, although the user reported no physical symptoms at the time. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.